Event description:
The customer reported that the css console monitoring computer went blank and the console exhibited a wcomdu alarm while supporting a patient. The patient was switched to a backup css console. There was no patient impact. The customer also reported that the circuit breaker had tripped. After the circuit breaker was reset, the css console, including the monitoring computer, functioned as intended and the wcomdu alarm was resolved. This alleged failure mode poses a low risk to the patient because it did not negate the ability of the console to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.